Event description:
It was reported that during a remote follow up, incorrect interpretation of signals was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.